Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during phacoemulsification portion of a laser assisted cataract procedure a capsular tag was observed. Reporter indicated the surgeon attempted to manage the capsulotomy manually, but the attempt caused a radial tear that required an anterior vitrectomy and a three piece intraocular lens (iol) was placed into the sulcus. One suture was used to close the primary incision. Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the incomplete dissection reported event cannot be determined conclusively. The root cause of the anterior capsule tear can be attributed to user error. (B)(4).